Event description:
It was reported that during a mediastinum tumor procedure, the device became non-functional after a few actuations. On the second device, an error occurred many times. While the device was reset several times, the blade was eventually broken off outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the blade had touched a forceps once during use.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.